Manufacturer narrative:
Asku

Event description:
The patient reported feeling palpitations, like "being electrocuted", every night, feeling anxious, and that "one of the wires came loose" and would need repositioning. The patient also noted being told that the experienced feeling was due to capture management, and that it was reprogrammed to off. It was further reported that the right ventricular lead had high threshold and diminished sensing. The lead was explanted and replaced. It was further reported that the patient had palpitations and pressure like someone taking a hammer to their chest. There was also a thumping sensation and diaphragmatic stimulation. The pacing mode was changed to vvi and the right atrial lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The average ventricular lead impedance steadily increased from approximately 600 ohms in november to over 900 ohms in (B)(6) 2011, with maximum readings over 1200 ohms.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The average ventricular lead impedance steadily increased from approximately 600 ohms in (B)(6) to over 900 ohms in (B)(6) 2011, with maximum readings over 1200 ohms.

Event description:
The patient reported feeling palpitations, like "being electrocuted", every night, feeling anxious, and that "one of the wires came loose" and would need repositioning. The patient also noted being told that the experienced feeling was due to capture management, and that it was reprogrammed to off. It was further reported that the right ventricular lead had high threshold and diminished sensing. The lead was explanted and replaced. It was further reported that the patient had palpitations and pressure like someone taking a hammer to their chest. There was also a thumping sensation and diaphragmatic stimulation. The pacing mode was changed to vvi to program off the right atrial (ra) lead. No further patient complications have been reported as a result of this event.

Event description:
The patient reported feeling palpitations, like "being electrocuted", every night, feeling anxious, and that "one of the wires came loose" and would need repositioning. The patient also noted being told that the experienced feeling was due to capture management, and that it was reprogrammed to off. It was further reported that the right ventricular lead had high threshold and diminished sensing. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
The patient reported feeling palpitations, like "being electrocuted", every night, feeling anxious, and that "one of the wires came loose" and would need repositioning. The patient also noted being told that the experienced feeling was due to capture management, and that it was reprogrammed to off. It was further reported that the right ventricular lead had high threshold and diminished sensing. The lead was explanted and replaced. It was further reported that the patient had palpitations and pressure like someone taking a hammer to their chest. There was also a thumping sensation and diaphragmatic stimulation. The pacing mode was changed to vvi and the right atrial lead is still in use. No further patient complications have been reported as a result of this event.